Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported twelve days post implant that stored egms (electrograms) noted intermittent rv oversensing on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.